Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medical ag received the following event description: an ICU patient with brain injury was ventilated using asv-intellivent mode. It was reported that the ventilator appeared to terminate ventilation, even though no high peak pressures were measured. Upon reaching the high-pressure alarm at 41 cmh2o (later increased to 45 cmh2o), the ventilator opened both the inspiratory and expiratory valves, resulting in an immediate loss of pressure. This pattern repeated multiple times, while video footage shows that the ventilator did not actually reach the high-pressure limit. To continue ventilating the patient, it was necessary to switch to apv-cmv, after which the problem was temporarily resolved. No harm to the patient was reported.